Event description:
It was reported that episodes of vt due to noise was observed. Patient received inappropriate shocks as a result of the noise. The lead was explanted. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 52.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 29.0-31.0cm and 30.0-34.0cm from the distal tip. Internal insulation abrasions were noted at 9.0-10.5cm and 25.0-26.5cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 23.0-23.5 from the lead tip. The rv conductor etfe coating was damaged at this location. This is consistent with the observation from the field of noise.